Event description:
It was reported that there are issues with the handpiece still being active when the console is on safe mode. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that there are issues with the handpiece still being active when the console is on safe mode. The procedure was completed successfully without a clinically significant delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.